Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. Device not returned

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the leak may have been caused because the customer overfilled as well as reused and refilled cartridges. Customer reverted to multiple daily injections for insulin therapy. Customer's blood glucose was 151 mg/dl.